Event description:
Procedure: appendectomy. According to the info contained in the operative report: the mesoappendix was identified and divided with a laparoscopic gia vascular stapler. The base of the appendix was exposed and identified. The laparoscopic "endo-gia 3.5" stapler was inserted. Once, fired the stapling mechanism did not deploy adequately, however, the cutting device did, and there was a large laceration through the base of the cecum. At that point in time, because of the close proximity of the ileocecal valve, and gross contamination, it was elected to convert this laparoscopic procedure to an open procedure. Contamination was controlled by bowel clamps and a side-to-side functional, end-to-end anastomosis was performed between the small bowel and the transverse colon. Once the anastomosis was complete, the mesentery, fascia, and skin were closed and the pt was sent to a recovery room for observation. The report states the pt tolerated the procedure well.

Manufacturer narrative:
According to the operative notes, the stapler that had allegedly misfired was "submitted to the operating room desk to be returned to the FDA for eval of product safety." The device has not been sent to the co for eval.